Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 154 mg/dl, 181 mg/dl, 45 mg/dl and 48 mg/dl, when all tests were performed within 10 minutes on the aviva system. Reporter indicated that he was feeling hypoglycemic symptoms and he self-treated with (B) (6). No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.